Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e1025 pyrosis/heartburn diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient had stomach pain like acid indigestion and felt very uncomfortable and progressively became weak. Their mouth was dry and the cgm was displaying 290 mg/dl. The patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). It is unknown what the patient's bg was during the time of the event. The patient was treated with insulin to decrease their bg value. During the time of the report on (B)(6) 2023, the patient was still in the hospital and was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.